Event description:
The customer reported that a ventilator experienced a higher blower temperature during clinical use. The device was reported to have been in clinical use at the time the issue was discovered. The patient was removed from the ventilator and the ventilator was swapped. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that they worked with the philips technical support and ran through some performance verification (pv) and preventative maintenance (pm) testing. The unit was run for numerous hours for two days on normal settings and no errors occurred. No repairs were necessary and the ventilator was returned to service.